Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) vantage, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 29mm navitor valve was successfully implanted in a patients. It was noted that the 29mm navitor valve was re-sheathed twice during procedure due to being deployed too high and low. It was also noted that pacing between 120-140 beats per minute was performed for valve stabilization during deployment of the valve. The final non-coronary cusp implant depth is 5.73mm and the final left coronary cusp implant is 5.91 mm. There was sufficient calcium to allow sealing and there was noted anatomical or tissue/calcium interference affecting expansion of the valve. It was also noted that there were deployment or retraction difficulties during procedure, but all retainer tabs released. There was calcification extending beneath the aortic annular plane in the interventricular septum. Post-implant it was noted that the patient had moderate perivalvular leakage. The decision was made to perform as post-implant balloon aortic valvuloplasty (bav) using a 28mm non-abbott balloon catheter. Post-bav the patient developed a left bundle branch block that further progressed to a first degree heart block. It's believed that the cause of the heart block is due to calcifications, thickness of the septum, and the valve final implant depth. The cause of the perivalvular leakage is believe to be due to calcifications of the native aortic valve. There was no intervention performed/required. The patient did not have any other clinical signs or symptoms during or after this event and no initial or prolonged hospitalization. The patient was stable and discharged with a mild perivalvular leak at the time of report.

Event description:
Clinical information: crd_1003 - vantage, patient site ID:(B)(6). It was reported that on (B)(6) 2023, a 29mm navitor valve was successfully implanted in a patients. It was noted that the 29mm navitor valve was re-sheathed twice during procedure due to being deployed too high and low. It was also noted that pacing between 120-140 beats per minute was performed for valve stabilization during deployment of the valve. The final non-coronary cusp implant depth is 5.73mm and the final left coronary cusp implant is 5.91 mm. There was sufficient calcium to allow sealing and there was noted anatomical or tissue/calcium interference affecting expansion of the valve. It was also noted that there were deployment or retraction difficulties during procedure, but all retainer tabs released. There was calcification extending beneath the aortic annular plane in the interventricular septum. Post-implant it was noted that that the patient had moderate perivalvular leakage. The decision was made to perform as post-implant balloon aortic valvuloplasty (bav) using a 28mm non-abbott balloon catheter. Post-bav the patient developed a left bundle branch block that further progressed to a first degree heart block. It's believed that the cause of the heart block is due to calcifications, thickness of the septum, and the valve final implant depth. The cause of the perivalvular leakage is believe to be due to calcifications of the native aortic valve. There was no intervention performed/required. The patient did not have any other clinical signs or symptoms during or after this event and no initial or prolonged hospitalization. The patient was stable and discharged with a mild perivalvular leak at the time of report. Subsequent to the previously filed report. Additional information was received that during deployment of the 29mm navitor valve there was poor aortic valve stability. The poor valve stability resulted in the 29mm navitor valve sliding in and out of the annulus. A post-implant balloon aortic valvuloplasty was performed, but there was no under expansion of the 29mm navitor valve due to calcifications.

Manufacturer narrative:
An event of paravalular leak and left bundle branch block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the physician though the event was due to calcifications, thickness of the septum and the valve implant depth. It was specified that the valve couldn't be implant in different way and that the calcifications were suspected to cause the paravalular leak and impacted the valve's expansion. There is no indication of a product quality issue with regards to manufacture, design, or labeling.